Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error message e216 event could not be concluded, although it can be presumed that it was caused due to temporary contact failure at the electrical contacts of the scope connector/the system and malfunction of peripheral devices. The root cause of the error message b30 could not be concluded, although it can be presumed that it was caused due to breakage of image sensor unit. The event can be detected/prevented by handling the device according to the following instructions for use: operation manual_ inspection of the endoscopic image the user could reduce/prevent occurrence of the event by handling the device according to the following IFU. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope was noisy. And displayed error code e216 (scope communication error). The issue was found during inspection before use. The intended procedure was a diagnostic bronchoscopy procedure. The procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was not confirmed. Inspection and testing of the returned device found the device displayed error code b30 (scope communication error), due to a cut on the charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.